Event description:
The customer reported that the system would not produce a cine run. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the cine board and the fuse. The system was tested and found to be working as intended and put back in service.